Manufacturer narrative:
The date of the event was not reported; the aware date was used. Hutt, e, et. Al (2019). "Left atrial appendage closure device implantation in patients with prior intracranial hemorrhage." Heart rhythm, pp. 1-6.

Event description:
It was reported in literature that a thrombus was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with no patient complications. The patient had a small mobile, filamentous echodensity attached on the medial aspect of the watchman device which was seen at the 45-day follow up procedure. This patient was switched from warfarin to dabigatran at the 45 day follow up and completed a total of 12 weeks of full anticoagulation. Follow-up transesophageal echocardiogram at 130 days postimplantation showed resolution of the echodensity and the patient was switched to low-dose aspirin.